Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, after the set up, the jaws of reload moved on their own from left to right. The system was reassembled and put on the instrument table, but the issue occurred again. A new stapling system was used to complete the procedure. No injury or adverse event was reported.